Event description:
The syringe was connected to the back end of the manifold while flushing the manifold and attached to the patient the syringe started to back itself off or unscrew itself allowing air to end the manifold.